Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07080. Related manufacturer reference number: 2017865-2020-07082. It was reported that the implantable cardioverter defibrillator had an episode of non-sustained right ventricular oversensing. In addition, there were instances of undersensing on the atrial lead that led to pacing during atrial fibrillation. The patient was in stable condition.